Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the returned blocker was confirmed to be fractured down its side. Visual inspection revealed that the top of the blocker sat flush with the tulip, which is not normally the case. This suggests that the blocker was over-tightened. Correspondence with the sales rep states that the blocker was not over-tightened during final tightening. It is possible that the surgeon applied excessive torque during provisional tightening, which, when supplemented with the torque from final tightening, resulted in a crack. Conclusion: however, many factors may have contributed to this event, including the surgeon's technique or patient factors. Because of this, the root cause of the customer reported event cannot be determined conclusively.

Event description:
Blocker cracked in the tulip head during final tightening.

Event description:
Blocker cracked in the tulip head during final tightening.